Manufacturer narrative:
(B)(4).

Event description:
It was reported that the one day post-op the right ventricular lead exhibited high capture thresholds. The physician elected to reposition the lead and the procedure was completed successfully. The patient was in stable condition post surgery and would continue to be monitored.